Event description:
Patient had been previously implanted with proact by a different surgeon (circa 2022). Right-side proact device was found deflated and needed replacement. Fluoroscopic imaging suggests the patient may have been subject to prior radiotherapy based the presence of a fiducial marker. The in situ marker may have caused the deflation of the proact device. Surgeon and uromedica representative noticed some bleeding during the revision case, but nothing excessive nor out of the ordinary. Case was otherwise normal and a success. The patient woke up in the recovery room after the revision case in extreme pain. Patient lost 500-700 cc of blood. Blood loss was slowed with coagulation agent, but could not be stopped completely. Surgeon reported to uromedica representative that the patient may likely head to the ER for embolization/further intervention. On (B)(6) 2025, post-op. Diagnostics showed nothing concerning. No further intervention was performed and the patient is almost completely dry.